Event description:
Pt was in cath lab for an angioplasty/stent. Non-compliant balloon was inflated at the site, when the balloon was attempted to be deflated, it would not deflate and remained inflated, obstructing blood flow to the lad coronary artery. Md attempted deflating balloon multiple times without success. Multiple retrieval maneuvers were attempted without success. Md conferred with surgeon and it was decided to transfer pt. To another facility for surgical removal/bypass.